Manufacturer narrative:
Results: no damage was observed on the canister. Conclusions: evaluation of the returned canister revealed an undamaged and functional device. During functional testing, the canister was seated onto a demonstration engine and was able to produce a vacuum pressure within specification. All four vacuum indicator lights on the engine illuminated. The reported complaint could not be confirmed. Penumbra canisters are 100% visually inspected and functionally tested by the supplier. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a penumbra engine canister (canister) and a penumbra engine (engine). During the procedure, the canister was placed in the engine, and none of the four indicator lights on the engine illuminated. Then, the penumbra staff attempted to troubleshoot by resecuring the canister and restarting the engine. However, the issue was not resolved; therefore, the canister was removed. The procedure was completed using a new canister and the same engine. There was no report of an adverse effect to the patient.